Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site and was having difficulty charging ipg. The patient underwent a revision procedure wherein the ipg was replaced and the pocket was relocated. The patient was doing well postoperatively and the explanted ipg will not be returned.